Event description:
Customer reported receiving a low reading of 24 mg/dl on their precision xtra blood glucose meter. The reference reading of 401 mg/dl was received on the lab's meter within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.